Manufacturer narrative:
Device evaluation: device was returned in good condition. No issues with the device could be identified. The physician did not believe the adverse event was caused by a device malfunction. The device worked as intended; this adverse event was contributed/caused by patient and lead condition.

Event description:
Lead management case to extract two cardiac leads due to cied system infection. Difficult adhesions were noted and a tightrail and glidelight were used. After crossing the rvc/ra junction and pulling back on the glidelight a drop in blood pressure was noted. The physician immediately placed a bridge balloon to tamponade the injury. The surgeon performed a sternotomy but ultimately decided against repairing the injury due to size of the tear, patient¿s age and patient¿s current mental status. The patient did not survive.